Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. Continuity testing found that the distal leadwire had an intermittent condition around the electrode, when flexing the tip area of the catheter. The proximal circuit was continuous and there were no open conditions observed. No short condition was observed between the proximal and distal leadwires. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The catheter tip under the balloon was slightly bent and measured approximately 11 degrees. Blood was observed from the windings, electrodes, balloon, and catheter body. No visible damage to the balloon, windings, or returned syringe was observed. Balloon inflation test was performed using returned syringe with 1.3cc air by holding the balloon under water. Visual examinations were performed at 20x magnification. The customer report of pacing difficulty was confirmed during the evaluation. Corrective actions have been implemented to address these types of non-conformances at the manufacturing site.